Event description:
It was reported that during a da vinci s prostatectomy procedure, the console surgeon noticed a hole on the monopolar curved scissors (mcs) tip cover accessory, which was installed on the mcs instrument. When the hole was observed, the electrosurgical unit (esu) was in fulgurate mode and the recommended power settings were not exceeded. The mcs tip cover accessory was removed and replaced and the esu was changed to desiccate mode to complete the planned surgical procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the replacement tip cover accessory was returned and evaluated. Engineering observed a. 025" x .040" oval shaped hole in the silicone. The hole is located along one silicone parting line, approximately .225" above the silicone to sleeve interface. The silicone exhibits localized melting around the hole, indicating an arcing event occurred. The inner surface of the silicone appears to have some light scratches/wear marks directly above the hole and 180 degrees from the hole. The mcs instrument used in conjunction with the tip cover accessory was also returned, however, no char marks were found on the instrument. The initial tip cover accessory used during the surgical procedure was also returned and based on the results of the evaluation performed on this tip cover accessory, MFR report #2955842-2009-00130 was submitted.